Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of being hospitalized due to the infusion sets falling off and an infection at the insertion site. Customer's blood glucose level was 321 mg/dl at the time of incident. Troubleshooting found that the customer had diabetic ketoacidosis and declined to be shipped new infusion sets. Customer declined to troubleshoot.